Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and two (2) mesh products were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/17/2022. H6: appropriate term / code not available (e2402) utilized to capture tissue granulation, urinary hesitancy. Additional b5 narrative: it was reported that the patient experienced tissue necrosis and granulation, erosion and urethral obstruction following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2020 due to frequent infections, urinary hesitancy and intermittent pain.

Manufacturer narrative:
Date sent to the FDA: 2/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.